Manufacturer narrative:
The subject stretcher was not evaluated as there was no allegation of product malfunction and the stretcher was not removed from service. All information provided indicates the incident was the result of unintended use error.

Event description:
It was reported while loading a patient into the ambulance the stretcher began to roll due to the ambulance being parked on a slope. A medic attempted to push the stretcher back into position at the same time the operator of the stretcher began to retract the undercarriage. The medic pushing the stretcher placed their hands in an area of the stretcher that resulted in the hand/fingers being caught in the retracting undercarriage. The medic sustained injury described as "3 fractured degloved fingers" and surgery was required. There was no report of the patient being adversely affected by the incident. There was no allegation of product malfunction being a contributing factor to the incident and the stretcher was not removed from service.